Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress caused the coating on the insertion section to peel off. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the connecting tube was dented and had a wrinkle. In addition to the connecting tube also peeling, the evaluation findings were as follows: due to wear of the angle wire, bending angle in the "up" direction did not meet specification, due to a cut in the bending section cover, waterproofing was not possible, the light guide lens was cracked, the electrical connector had corrosion due to water leakage, and the forceps channel port was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera bronchovideoscope's insertion was bitten. The issue was found during preparation for use for a diagnostic procedure which was completed using a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the connecting tube coating was peeling (more than 1 mm squared).